Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. The repair request was escalated to a product event due to the return of the part in less than 90 days from the purchase or repair. On followup it was reported that there was no issue was reported and no patient impact associated with the device, as the device returned as part of loaner.

Manufacturer narrative:
H3: evaluation determined that the device was tested and the temperature was measured to be 120°f. The likely cause of failure is identified as collet internal parts are heavily corroded. It was also noted that bearings are noisy and rattling, worn rear bearing, and also laser markings have been redone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.